Manufacturer narrative:
Reference ID: (B)(4) the digital diagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that artifact on right side of exposures. Detector dropped before the issue. The device was not in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector was dropped which caused image artifacts on right side of exposures. Currently, customer using the spare detector. Detector needs to be replaced. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the detector was dropped and leading to artifact on right side of exposures. The device was not in clinical use and there was no patient or user harm